Event description:
Boston scientific crm reviewed information that this implantable cardioverter defibrillator (ICD) was explanted due to pocket erosion. It was noted that the right atrial (ra) lead was implanted on the ventricle; however, it was plugged into the atrial port. It was also noted that the product would not be returned for analysis.

Manufacturer narrative:
If additional information is received, this report will be updated.